Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was "touch sensitive" and that the screen times out quickly. Customer reported experiencing low blood glucose (bg) levels. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.